Manufacturer narrative:
The device history record for lot 0002974586 was reviewed and the product was produced according to product specifications. All information reasonably known as of 22 nov 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is in-progress. All information reasonably known as of 23 sep 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Fill volume: 240 ml. Flow rate: 5 ml/hr . Procedure: unknown. Cathplace: unknown . Infusion start time: unknown. Infusion stop time: unknown. Avanos medical inc. Received a single report that referenced three different incidences, which were associated with separate units, involving the same patient. This is the first of three reports. Refer to 2026095-2019-00155 for the second report. Refer to 2026095-2019-00156 for the third report . It was reported that a patient "returned recently with [a pump] that emptied 5fu [fluorouracil] in thirty hours instead of intended forty-six. No injury...states patient has been instructed to make sure sensor is kept clear of body heat, and pump is kept from being under the covers." Additional information received on 23-sep-2019 from the user facility stated "upon further investigation on our part, we found those pumps were mixed incorrectly. The total volume was not correctly calculated based on the number of hours to be infused, thus the pumps infused too rapidly. Re education of the pharm techs was implemented, so this would not happen again. So your product was not in any way at fault."